Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had intermittent ¿shocks¿ felt down the right leg during stimulation. There were no factors that could have contributed to the issue. The rep reported that an impedance test was performed and all electrodes were okay. The rep turned stimulation on to test and when increasing intensity, the patient stated he felt ¿shocks.¿ the rep attempted reprogramming and the patient stated he was going to keep stimulation off temporarily. The issue wasn¿t resolved. No further complications were reported.